Event description:
It was reported that a patient underwent a thrombectomy procedure on (B)(6) 2023 to treat a middle cerebral artery (mca), distal m1 segment, obstruction. Per information received, a 5mm x 37mm embotrap iii (et309537/ 22g037av) revascularization device was used and ¿developed from m2 to m1¿. Per description of the procedure, the complaint device was pulled out slowly, and the entire complaint device was retracted in the catalyst 6 (stryker neurovascular) catheter used concomitantly, and thrombus removal started. It was stated that ¿the catalyst 6 catheter was placed around the internal carotid artery (ica) top. Thrombus was removed during the first pass and recanalization was obtained. However, computed tomography (CT) on the following day showed hemorrhage in the mca region, which resulted in subarachnoid hemorrhage (sah). It was mentioned that here was no resistance felt when pulling the complaint device, and according to the initial doctor, the device might not have caused this issue. It was further stated that the sah was asymptomatic, and the patient was discharged from the hospital after walking uneventfully. It is unknown if continuous flush was done. Other concomitant devices are unknown.

Manufacturer narrative:
Product complaint # (B)(4). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, e1, e2, e3, g3, g6, h2 and h10. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: it was reported that a patient underwent a thrombectomy procedure on (B)(6) 2023 to treat a middle cerebral artery (mca), distal m1 segment, obstruction. Per information received, a 5mm x 37mm embotrap iii ((B)(4)/unknown lot) revascularization device was used and ¿developed from m2 to m1¿. Per description of the procedure, the complaint device was pulled out slowly, and the entire complaint device was retracted in the catalyst 6 (stryker neurovascular) catheter used concomitantly, and thrombus removal started. It was stated that ¿the catalyst 6 catheter was placed around the internal carotid artery (ica) top. Thrombus was removed during the first pass and recanalization was obtained. However, computed tomography (CT) on the following day showed hemorrhage in the mca region, which resulted in subarachnoid hemorrhage (sah). It was mentioned that here was no resistance felt when pulling the complaint device, and according to the initial doctor, the device might not have caused this issue. It was further stated that the sah was asymptomatic, and the patient was discharged from the hospital after walking uneventfully. It is unknown if continuous flush was done. Other concomitant devices are unknown. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Intracranial hemorrhage is a known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Given the physician¿s assessment and the occurrence of the bleeding identified the day after the procedure, the relationship of the embotrap iii and the bleeding cannot be ruled out. Although there was no reported device performance issue/ malfunction, this event will be conservatively reported to the FDA with the classification of ¿serious injury¿. Presently there¿s no mention that a prolonged hospitalization was needed. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.